Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)."), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal. Discharge") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge and urinary tract disorder had resolved. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Case become valid. Injury nos replaced with new events. Added event pain: chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),vaginal. Discharge, urinary problems. Updated outcome of events of pain, bleeding, bladder/urinary from unknown to recovered/resolved. Patient note was added. Reporter's information was updated. Date of insertion was updated. Date of removal was added. Product indication was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.